Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event and upon falling, hit his head. The cause of the event is unknown. No additional adverse patient effects were reported.